Event description:
The pt experienced a return of symptoms while at the dentist. He was "frozen and very rigid", almost immobile. The pt had the magnet and was possibly going to use it to determine if the ins was off. The pt's wife intended to take him to the ER at the hospital where the managing neurologist was located. The outcome is unk. Further info is being requested from the hcp.

Manufacturer narrative:
(B) (4)